Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. The review of the lhr (lot f1130707) indicated that the mynx lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci vascular closure specialist that a pt underwent an unk catheterization procedure on (B)(6) 2011. Pre-procedure the pt's hemoglobin was 13.7. Access was obtained at the right femoral artery. Following the procedure, the physician, selected the mynx cadence vascular closure device 6/7f to close the access site. It was reported that a small hematoma developed and pressure was applied for 10 mins. Atropine was administered and the IV was left wide open for a blood pressure drop of <50, and heart rate was 58. Atropine was repeated, and the IV was left wide open. The hematoma diminished. Dopamine drops (gtt) were given. The pt's right groin site was swollen and pressure was applied for 15 mins. The pt then vomited clear yellow fluid, and zofran was administered. The pt's bp was 78/58. Dopamine drops (gtt) were increased. Blood pressure was 90 sys and heart rate 96. The pt was transferred to cvsicu. The pt's right groin site was documented as unremarkable. Slight bleeding was noted in the right groin site, and pressure was applied for 5 mins and a pressure drsg was applied. On (B)(6) 2011, the pt's groin site was marked as ecchymotic. The pt did not get any blood transfusion. The pt was discharged home on (B)(6) 2012.